Manufacturer narrative:
It was reported that the bandage caused a secondary infection when placed over a "fungal or skin condition that came about from an ingrown hair".it has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Unknown stain on bandage.

Manufacturer narrative:
Additional information added as becomes available.